Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. A mechanical and functional test were performed but the device did not pass due to an error of the console. Although, the reported allegation regarding that the delivery device was not recognize was not confirmed. The device instructions for use (IFU) instructs that there is no evidence that the device was used or handled improperly. A device history record confirmed that there was no evidence that the device failed to meet applicable product specifications before shipment from bsc (boston scientific corporation). Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that the delivery device was not recognized by the generator. There was no patient complication; however, the procedure had to be cancelled/rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that the delivery device failed. There was no patient complication; however, the procedure had to be cancelled/rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.